Manufacturer narrative:
H3: the axium implant coil was returned without introducer sheath. The actuator interface, positive load indicator and coupler tube were found to be intact. The break indicator was found to be intact. The axium prime pushwire was found to be bent at 25.5cm and at 42.2cm from proximal end. The coin was found still against the lumen stop with what appeared to be blood underneath the outer liner. The implant coil was found to be already detached and not returned. The shield coil was found to be missing. No other anomalies were observed. The distal outer jacket was removed for further analysis. There appeared to be blood residue on coin and in lumen stop. The release wire distal tip was found to be extending 0.004" from retainer ring. Based on the device analysis and reported information, the customer¿s report of ¿part missing/incomplete/loose¿ was confirmed as the implant coil was found to be detached and the shield coil was found to be missing. The root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an axium coil prematurely detached and an axium coil was missing. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an unruptured ophthalmic artery aneurysm with a saccular morphology. Aneurysm dimensions: max diameter 6.1 mm and neck diameter 3.3 mm. The patient¿s blood flow was normal and vessel tortuosity was moderate. When the axium coil apb-1-3-3d-es lot 227937270 was delivered it automatically detached in the catheter. The entire microcatheter coil was withdrawn. When axium coil apb-1-3-3d-es lot 227969644 was being pushed out of the protective sheath, there was no coil. There were no surgical or medicinal interventions required. The pushwire was not bent or broken. There was no friction or difficulty during delivery. The physician did not reposition the coil. The physician did not attempt to detach the coil. The physician did not rotate the delivery pusher during the procedure. Continuous flush was administered during the procedure. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Correction- analysis conclusion: the complaint indicates a potential or confirmed manufacturing issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.